Manufacturer narrative:
The device was received for investigation. The reported problem was confirmed. The white balloon shows a deformed shape. While the reported event was confirmed, the exact root cause of the reported issue could not be determined. The IFU instructs the user to slowly inflate the balloons. It is possible that the balloon was inflated too rapidly/excessively during the manufacturing/qc process or while the user prepared the device for use resulting in deformation preventing the balloon from inflating concentrically. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. We have not received any similar complaints related to this lot number.

Event description:
It was reported that when the balloon was inflated during pre-use test, it inflated into an abnormal shape. The physician decided not to use the device. The operation was successfully completed using a replacement device. No injury was reported to the patient.